Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion site infection issue on (B)(6) 2026 due to cannula insertion. Patient experienced bruising at infusion site and the patient has history of sensitive skin and bruising. The patient got treated with mupirocin ointment and oral amoxicillin. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.